Event description:
The customer stated that the device did not alarm when ac power was removed from the device, and the power switch was in the "on" position. The nellcor puritan-bennett customer support engineer (npb cse) verified the non alarm condition. The npb cse inspected the device and replaced the batteries. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.